Event description:
It was reported that neoflon pro 24ga 0.7mm od 19mm l india needle was bent. This was discovered before use. The following information was provided by the initial reporter: when opened neoflon pro new pack the needle was unable use in patient & needle was found in zig zag shape.

Manufacturer narrative:
H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection, a slight bend in the needle was observed but not a zig zag shape so the exact incident reported could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. As for the slight needle bent observed on the returned sample, it could be due to mishandling of complaint sample during shipment of sample. The returned sample was without the protection tube cover. Therefore the needle could had been bent during shipment transportation. A probable root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon pro 24ga 0.7mm od 19mm l india needle was bent. This was discovered before use. The following information was provided by the initial reporter: when opened neoflon pro new pack the needle was unable use in patient & needle was found in zig zag shape.